Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had blackouts and displayed no images. The event had occurred during laparoscopic cholecystectomy therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report emdr 216394.

Event description:
No additional information received from the customer.